Manufacturer narrative:
(B)(4). Device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
When attempting to fill the pump on the back table, there was no vacuum noted. The pump was not implanted. There was no patient injury.